Event description:
It was reported to medtronic neurosurgery that the patient's strata ii valve has undergone multiple inadvertent level changes since being implanted, and also that the valve sometimes sets in between pressure level settings.

Manufacturer narrative:
During the course of our investigation, the patient reported that they experience headaches and loud ringing in their ears when the valve's performance level spontaneously changes, and that this has happened several times since the valve was implanted in (B)(6) 2010. The product remains implanted and was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. Strata products are designed to be adjusted by a strong magnet. Inadvertent adjustments by external magnets are a known complication with adjustable valves. While it is impossible to quantify all the various magnetic fields in our environment, the vast majority will not impact the valve as long as distance from the valve implant is maintained. All of our valves are 100% tested at the time of manufacture.